Event description:
It was reported that the device was used during an unknown procedure. The clips did not form correctly. How the case was completed was not reported. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.